Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This event was captured based on review of the article, cost-effectiveness of contemporary vascular closure devices for the prevention of vascular complications after percutaneous coronary interventions in an all-comers pci population. It was reported through a research article that following a percutaneous coronary intervention (pci) procedure a vascular closure device was used in 1,780 patients. A starclose se device was used in 11 percent of the patients, with a 6fr sheath. Patients experienced false aneurysm, av fistula, infection, arterial occlusion, hematoma. The vascular closure devices were used from (B)(6) 2007 to (B)(6) 2010. The pci procedures were performed by eight experienced operators. Details are listed in the attached article titled: cost-effectiveness of contemporary vascular closure devices for the prevention of vascular complications after percutaneous coronary interventions in an all-comers pci population.